Event description:
Customer states the chair will not power on. Customer moved chair out of van and into house, parked in living room and went back 7 minutes later and it would not start. Chair is approximately 2 1/2 years old. Customer reports releasing the brake to push towards the charger, unit is plugged in but still no lights will come on.